Manufacturer narrative:
Occupation: non-healthcare professional. Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having a negative experience when using their ins. They reported that the ins didn't work for them and was troublesome; the patient was considering having the stimulator removed. The patient noted that the ins gets hot, they had pain at the implant site, and they experienced pain in their rib cage when they increased stimulation. Additional information received from the consumer. It was reported that the cause of the ins heating up wasn't determined but it might have been due to weight loss. They noted that their ribcage became aggravated if they turned the stimulation up too high. No actions were taken to resolve the issue yet, they were advised to put in a smaller, newer ins model but moved before anything could be done. The patient also restated that the ins was heating up and not working properly and that they wanted it removed. No further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient was experiencing a shocking sensation at the ins pocket, and it was causing the patient pain. The ins had to be removed due to the shocking. As a result of the explant procedure that took place on (B)(6) 2018, the patient developed a painful scar. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional regarding the patient. It was reported that the cause of the issues was determined to be a non-functioning spinal cord stimulation device. The patient had superficial pain at the battery site which was not determined to have a specific cause. The explanted system will not be returned for analysis. There were no further complications reported or anticipated.